Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to ischemic bowel unrelated to the device. The cause of the ischemic bowel was embolic in nature, unsure of the source. The patient was noted to have metabolic acidosis with concern for mesenteric ischemia along with mottling of the lower extremities. Radiographic supervision and interpretation showed patent abdominal aorta and bilateral segments. There was a mile to moderate celiac stenosis with a widely patent superior mesenteric artery. The bilateral lower extremity runoff demonstrated patent common femoral profunda superficial femoral artery (sfa) and popliteal segments with patent trifurcation. There were no changes to patient condition or anticoagulation status that may have contributed. Heparin was started postoperatively on day 1, and the patient was doing well on day 2, was up eating and sitting in chair. However, overnight, the patient developed metabolic acidosis requiring intubation. The patient also had a distended abdomen with computed tomography (CT) showing dilated bowel loops. The device remained to operate appropriately during the hospital stay. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
Section d4, primary UDI number: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome cannot be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events, including thromboembolism and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.